Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant check, the atrial lead was found to be dislodged. A loss of capture and sensing was observed. No patient symptoms were reported. The lead was successfully revised.